Event description:
Customer called to report a hospitalization due to high blood glucose. The first event happened in august, the blood glucose reading was 260 mg/dl. Customer was vomiting. Admitted to ICU and treated with insulin drip. The second event occurred in september, the blood glucose reading was 452 mg/dl. The insulin would not control the blood glucose levels. Diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.